Event description:
It was reported via repair work order that the head right side rail would not slide out and swing up due to timing link and one of the glide rods were bent. No adverse consequence or clinically relevant delay in treatment was reported.